Event description:
It was reported that an alarm indicated the cartridge was removed during insulin pumping, leading to high blood glucose levels of 512 mg/dl for the customer, who experienced some mild confusion. The customer addressed the elevated blood glucose by taking a manual injection of insulin, loading a new cartridge, and following advice to drink sugar-free, caffeine-free fluids. No emergency medical services were required, but a contact was informed to manage the situation as the customer called their healthcare provider. Tandem technical support educated the customer on the alarm and assisted with the cartridge loading, leading to the customer successfully resuming insulin. Blood glucose levels continued to decline to 457 mg/dl during follow-up.